Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 2 failed and it was unable to stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed, and it was unable to stay closed. The field service engineer (fse) had troubleshot the issue and found that door 2 had not been registering as closed when shut. The fse had pulled the harness connections, tightened all connections, and cleaned/treated the contact points. After restoring power and resuming testing, no further issues were noted. Additionally, the fse verified all bus and harness connections, as well as door and latch operation, ensuring proper functionality. The system functioned as intended after the field service engineer troubleshot the device.